Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the device in relation to the reported event. Review the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination. Post -explant functional analysis revealed that the pump deviated from pre-implant requirements, with power average consumption of 2.05 watts vs 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files revealed a slight decrease in power consumption and estimated flows and six (6) low flow alarms logged on 27/may/2021. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The vad was in scope of (B)(4) . Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was replaced due to the risk of power loss associated with the lot this vad was manufactured within and the distance in which the patient lives from the implanting facility. No further patient complications have been reported as a result of this event.